Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths -small. The first vizigo¿ sheath had resistance and on the second vizigo¿ sheath, a brim cap detachment occurred. While setting up for the case they experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath (lot 00001894). The dilator was left in it as far as it would go. The vizigo¿ sheath was replaced and the issue was resolved, and the case started. The replacement vizigo¿ sheath (lot 00001842) has the dilator all the way in; however, the orange cap on the introducer hub became loose and could twist around. It did not come off but the account requested a new one because of worries that it might come all the way off. The vizigo¿ sheath was replaced for the second time and the issue was resolved and the case continued. No adverse patient consequence was reported. The hemostatic valve (gasket)did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was introduced over the wire and that¿s when the loose cap was noted. The sheath was immediately removed over the wire. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. No blood return was observed. There was no physical damage to the sheath/dilator. There was no occlusion when irrigating the sheath and the sheath was not narrowed, partially blocked or completely blocked. The dilator went about 3/4 way in with great resistance but could be pulled back out. Once resistance was met, the dilator was able to be removed. The resistance with sheath was assessed as not MDR reportable. The brim cap detached issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 02-jun-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths -small. The first vizigo¿ sheath had resistance and on the second vizigo¿ sheath, a brim cap detachment occurred. While setting up for the case they experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath (lot 00001894). The dilator was left in it as far as it would go. The vizigo¿ sheath was replaced and the issue was resolved, and the case started. The replacement vizigo¿ sheath (lot 00001842) has the dilator all the way in; however, the orange cap on the introducer hub became loose and could twist around. It did not come off but the account requested a new one because of worries that it might come all the way off. The vizigo¿ sheath was replaced for the second time and the issue was resolved and the case continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve and silicone ring were detached from the hub. A microscopic examination was performed, and the presence of adhesive on the brim cap was confirmed, all the components were placed in the correct order, aside from the detachment of the components no other anomalies were found. The root cause of this issue could not be determined but it could be related to use of excessive force while manipulating the device, however, this could not be conclusively determined. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history records was performed for the finished device 00001842 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).